Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown helical blade/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The patient is experiencing pain and it was identified that the helical blade cut out of the femoral head. There are currently no plans to revise the patient. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail advanced (tfna), one helical blade, and one distal interlocking screw to repair a left hip fracture on (B)(6) 2017. No intraoperative issues were identified and the procedure was completed successfully with the surgeon choosing to use the static locking option. During a routine follow-up visit on (B)(6) 2017, x-rays identified that the construct had collapsed and the helical blade had cut out of the femoral head superiorly. Patient also reported "achiness" on the left side of the hip. At the present time, there is no operative plan to revise the patient. Concomitant devices reported: tfna nail, and distal interlocking screw. This device involves one (1) device: helical blade with one part data.